Event description:
It was reported that, during testing of the device, a 980 ventilator generated a background failure alert. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se reseated all components within the mix assembly and reinstalled all cabling on the pneumatic chassis. The se performed extended self-testing on the device and all tests passed.